Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to high out of range impedance on this right ventricular (rv) lead. Review determined that impedances had been variable for approximately nine months before the out of range impedance was measured. There was oversensing of myopotential noise following the switch to unipolar, but the patient reportedly had an underlying rhythm above fifty beats per minute. No adverse patient effects were reported. The pacemaker and the leads remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).